Event description:
When loading the egia60axt, the silver outer portion of the shaft was not securely fastened to the instrument causing the scrub tech to not be able to load the stapler. After inspection of the sterile field, it locked into place, but at that point it was too late as it was now non sterile.